Manufacturer narrative:
Corrected information: h6 (method code, results code, conclusions code); h10the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure, the physician cannulated the coronary sinus (cs) and found the posterolateral vein was significantly tortuous with a very stiff acute angel. He used the sub selector to position guide wire and the left ventricular lead. After withdrawing the sub selector, the lead came out to the main cs. When he tried to re-insert the sub selector to position the guide wire, a small dissection was observed. The lead was removed. The patient was discharged.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Analysis was normal. No anomalies were found. Corrections: b1 - should have adverse event selected in initial report rather than blank. B2 - should have had other serious (important medical events) selected rather than blank. H1 - should have been serious injury rather than malfunction.

Manufacturer narrative:
Corrected information: h1; h6 (device code).